Manufacturer narrative:
B3: date of event is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was referred for a head and whole spine MRI scan, but was showing high impedances on 5 of 7 electrodes. It was unknown what may have led to the high impedances, the MRI physicist asked patient services what may have caused the impedances. No symptoms were reported. MRI eligibility information was given to the MRI physicist.